Event description:
It was reported that the interconnect cable on the 9800 system was damaged. Also, the system would not send images to pacs. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The external interface board and the interconnect cable were replaced during the svc call. The system was tested and found to be working as intended and put back into svc. This MDR is related to ge healthcare complaint.